Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an overseas patient had presented to the clinic due to suspected unusual lead measurements. This cardiac resynchronization therapy defibrillator (crt-d) was interrogated and it was noted that the shock impedance measurements were out of range. The right ventricular pacing thresholds were also increased but no loss of capture was suspected. The patient had a sinus underlying rhythm. No changes were made to the device, and it was suggested to have the patient be followed up upon their return to their home country. No adverse patient effects were reported.